Manufacturer narrative:
The astral device was returned to the resmed service center in (B)(4) and an evaluation was performed. The device evaluation determined that the device's failure to complete its internal self-test was due to a faulty pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.